Event description:
During both sides of a t2 scn surgery, the miss target occurred at most proximal screw hole on both sides. On the right side, since miss target was recognized after the insertion of screw, the surgeon left the screw in the patient. On the left side, since miss target was recognized at the time of drilling, the surgeon did not insert screw in the hole. After the surgery, when the sr checked the function of the target device, it performs well.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the inspection documents were not found. Functional test revealed no contacts of the drill to the drill holes of sample nails. The functionality of the target adapter returned was fully given. The alleged mistargeting could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. On the right side, since mistargeting was recognized after the insertion of screw, the surgeon left the screw in the patient body. On the left side, since mistargeting was recognized at the time of drilling, the surgeon did not insert the screw in the hole. During investigation it was examined that a misdrilling could occur by inserting the sleeve into the wrong hole of the proximal target adapter (left instead of right). It has to be pointed out that the used nail is designed to be inserted both left and right side. Thus, concentrated attention is demanded during adjusting the nail adapter and inserting the sleeve into the intended hole of the target adapter. Other root causes could be: loose nail fixation of the target device with the nail, wrong chosen target hole for the nail hole, damaged or deformed instruments for drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Event description:
During both sides of a t2 scn surgery, the miss target occurred at most proximal screw hole on both sides. On the right side, since miss target was recognized after the insertion of screw, the surgeon left the screw in the patient. On the left side, since miss target was recognized at the time of drilling, the surgeon did not insert screw in the hole. After the surgery, when the sr checked the function of the target device, it performs well.